Event description:
The pt received her scs system on (B)(6) 2011 including 2 percutaneous leads (from the same lot). It was reported the pt was experiencing abdominal stimulation. X-ray results revealed both leads had migrated. As a result, both leads were explanted and replaced. The leads were kept by the explant facility.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.